Event description:
Reporter states that, he went in for his six months routine defibrillator testing and when tested, the device failed to respond in a timely manner. According to the reporter, the device is expected to respond within 5-8 seconds but took over 30 seconds to respond. He says in approximately four weeks after the first failure for a retesting, and after being tested three consecutive times, the same failed response as the previous was noted. He says his doctor then made the determination to have the device explanted immediately using a different manufacturer (medtronics), because of the too many recalls against st. Jude concerning this device (defibrillator). He says he is now left with a hospital bill of about (B)(6) after his insurance took care of its portion of the bill. Reporter says he has been trying to get st. Jude to take care of this bill but they would not even return his call. He also states that it has come to his knowledge that st. Jude has been bought by abbott medical and has no one to help him follow-up which is why he is calling on FDA to step in and help him get st. Jude accept to pay the outstanding bill.